Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
Would not staple. It was reported that during the pancreatoduodenectomy surgery, when severing duodenum and jejunum tissue, after fired, noted would not staple in the 1/3 distal end. Used suture to oversew. Surgery was delayed for about 40 minutes. The patient is stable and discharged from hospital now.